Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a ¿redo¿ incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. Additional information was provided that the patient underwent exploratory laparotomy, antral lysis and small bowel resection on (B)(6) 2009. It was further reported the patient underwent surgery for wound vac placement on (B)(6) 2009 due to infection which extended from the top of his belly button down to the bottom of his symphysis pubis. No additional information is provided.